Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) cuff at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually examined and microscopically tested. A pinhole was identified in the cuff shell consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the leak identified in the cuff could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which a crack in the cuff connection tube was identified. The cuff was removed and replaced. The cause of the cuff connecting tube crack was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which a crack in the cuff connection tube was identified. The cuff was removed and replaced. The cause of the cuff connecting tube crack was not detailed by the hospital. No patient complications were reported.